Event description:
This impella was originally placed early in november. Days after, patient had coronary artery bypass graft x 3. During surgery, the impella was turned off and clamped; but unfortunately the impella had perforated the wall of the left ventricle. The impella had to be repositioned in the aortic arch to allow for repair of the ventricle. Then, the impella was again repositioned down to the left ventricle, at 4 cm, and it was working well. Because of the patient having significant arrhythmias and intermittent malfunctioning of the impella with inadequate drainage of the heart, marginal cardiac outputs, and ventricular arrhythmias, the patient was taken to or for a repositioning of the impella. They used te echo and fluoroscopy, and "attempted to pull back the device and replace it and rotate it so that it would be in a more favorable position. We were having a hard time getting it to advance, however, because the steal rail for the catheter had become broken. We eventually decided we could not get the catheter positioned adequately and decided to remove the existing 5.5 impella." A new impella device was placed. A nurse described the issue with the impella in this way: "there was a kink in the catheter that prevented the impella to be repositioned."